Event description:
It was reported that the patient presented in the ER due to electric storm. The device was found in backup vvi mode. The patient expired on (B)(6) 2012. No further information is available at this time.

Manufacturer narrative:
The reported field event of device reset was confirmed in the laboratory. A power on reset occurred on (B)(6) 2012 within two seconds of the start of high voltage charging. Circuitry of the device was damaged and an arcing was observed when further charging was attempted. The cause of por could not be determined.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.